Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). The product is not available for investigation. Therefore no product investigation could be performed in the laboratory of manufacturer. The investigation was completed based on defect product pictures and clinical evaluation. Device history record was reviewed. There were no references found which are indicating a nonconformance of the product in question. The available information has been shared internally with getinge therapy application manager. It was stated that: "the information is very detailed, well described and completely conclusive; the two explanations offered are both conceivable, well possible, that a leap in the vessel occurred and therefore the dilator was no longer feasible (the last of the three, the first two have apparently worked. But also the softness of the material is conceivable. I do not see a user error, the procedure was done completely in accordance with the usual procedures and acted prudently. We've talked about the low resistance of our arterial cannula wires several times, and this event is another signal that the pik is not really optimal." This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Reference exemption # e2018002. A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The device has not been returned for evaluation yet. Maquet cardiopulmonary (B)(4) will submit a supplemental medwatch on receipt of further information.

Event description:
"In this procedure, pk100 lot 92237690 and pk150 lot 92235514 were opened, which had disadvantages when introducing the dilators in the guide, the latter was rolled up (rolled up) during the introduction of the last dilator of the pk 100 and of the pik 150, so during this maneuver, the introducers lost their profile, making it difficult for the surgeon to try to carry out the cannulation again by the seldinger technique for both cannulations (venous and arterial femoral), thus having to perform the discovered technique. This situation with the introducers has already occurred in 3 patients since november of last year until this last date" (B)(4).